Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer received with power error detected alarm. The blood glucose was 18.9 mmol/l. The pump was not working, because it kept going into power failure. Customer stated she took the battery out 3 times during the night. It keeps doing it when she is sleeping. She put a battery in it and multiple power fail alarm received. Troubleshooting steps were guided for power error detected alarm. Customer reports pump has not been exposed to temperatures below 5 degree celsius. Power error detected recurred within a week of troubleshoot previous occurrence. Customer advised to replace the pump and refer to back up plan. The insulin pump will not be returned for analysis.